Manufacturer narrative:
This device is used for therapeutic purposes. The product analysis determined that the black plastic part is burnt at the connection with the cable. Moreover, the coating on the electrodes is damaged and longitudinal traces are observable. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The coating of the electrodes was probably damaged by friction during a cleaning with an abrasive.

Event description:
It was reported that before the use of the bipolar forceps, the user started to smell burning rubber. There was no patient or user impact.